Event description:
Customer reported his insulin pump is alarming and insulin is squirting out during the manual prime process. The device was not bumped or dropped. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer was advised the possible cause of the error was that the sensor did not detect the reservoir during seating. Customer's blood glucose was 112 mg/dl. Nothing further reported.

Manufacturer narrative:
The compromised force sensor system alarm occurred during prime test due to faulty force sensor relay. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.